Manufacturer narrative:
The customer indicated that the device will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unk and therefore, a review of the device history record cannot be performed. If at a later date an add'l info of the actual device used for the case is returned, a f/u medwatch report will be submitted. Device not returned for eval.

Event description:
It has been reported to us that the pt had a weakness in the left hand and leg and also the right hand started to shake. The physician inserted and was placing the distal protection device over a guide wire into the external carotid artery. The pt had some reactions including weakness in the left hand and leg and the right hand started to shake. The physician discontinued the case. The pt was reported to be stable; however, some weakness was in the hand. The physician indicated that it was not the device that resulted in this issue.